Manufacturer narrative:
All buttons functioning properly during testing. However, corroded electronic assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons of the insulin pump were stuck during a flight and went back to normal after landing. Customer's blood glucose rose to 24 mmol/l after supper and found that the insulin pump suspended for few hours. Customer stated the device suspended on its own. The customer was advised the insulin pump will be replaced and agreed to return it for analysis.

Manufacturer narrative:
This supplemental was created to clarify that this incident was already reported for button related issues and high blood glucose levels in svn (B)(4) / case-(B)(4). The information provided was incorrect with the initial report. The correct information has been provided with this report.

Event description:
The customer clarifies that their insulin pump went into a suspend mode but the this case has already been reported on a separate svn (B)(4)/ case(B)(4).